Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a corner of the pump charging port is cracked and a screw is missing. The customer declined assistance from tandem customer technical support. There was no reported adverse effect to the customer's blood glucose level.